Event description:
During a procedure to close an atrial septal defect in a pt, the stretched diameter of the slight floppy defect was measured at 24mm. An attempt was made to position a 24mm asd device, but the left disc did not open correctly in the left atrium and lodged perpendicular to asd. The device was removed because of instability and risk of displacement. During the procedure, the pt experienced tachycardia and atrial fibrillation, which was resolved through the use of cardioversion. No prolonged hospitalization was necessary. In 2004, it was reported that after two weeks on the waiting list, the pt was readmitted for surgical closure of the atrial septal defect. The pt's current condition was reported as good.